Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on (B)(4) 2014. According to the complainant, the resolution clip device was used during a polypectomy procedure.

Manufacturer narrative:
Reported event of clip failed to release from the catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information: a visual examination of the returned device noted that the device was fully deployed. The clip prongs were not locked into the capsule and where in an open position (11mm). The over sheath was torn and a kink was also noticed in the control wire. Based on the condition of the returned device, the reported failure of clip unable to release from the catheter could not be confirmed. This failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.